Manufacturer narrative:
H6. Medical device problem code a160105 is no longer applicable to this report.

Event description:
Clinical narrative (updated 2026-6-16). The pump remained on support and further clinical details were shared regarding the patient. The support was ongoing when there were placement signal not reliable events occurring. Prior to the signal not being reliable there were concerns of a possible stroke. The patient was imaged and calcium/thrombus was observed at the right carotid artery. The thought was that perhaps there was thrombus on the pump's sensor. As they feared clot dislodgement the pump was not explanted. The pump would remain on and the pump's flow, high pressures, and motor current would be monitored. The pump remains on to date, and has been supporting for 28 days, which is beyond the pump indication. The latest neurological exam was normal. Prior clinical narrative: an impella 5.5 was inserted via the right axillary artery graft to support the 64 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage d shock. Underlying medical history was not shared. The 5.5 was supporting when on day 6 of the support the team returned the patient to the operating suite to perform a washout as there was increased drainage in the jp drain at the pump insertion site. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient was anticoagulated by heparin. Device performance remained within the expected range for the support level with reported flow at 4.2l/min on p-7. Patient remains on support to date with no further intervention for the insertion site. The pump is supporting as expected p-7 with 4.1l/min flow with d5w with heparin in the purge solution.

Manufacturer narrative:
B5 clinical narrative updated. Correction b1 product problem was inadvertently omitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery graft to support the 64 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage d shock. Underlying medical history was not shared. The 5.5 was supporting when on day 6 of the support the team returned the patient to the operating suite to perform a washout as there was increased drainage in the jp drain at the pump insertion site. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient was anticoagulated by heparin. Device performance remained within the expected range for the support level with reported flow at 4.2 l/min on p-7. Patient remains on support to date with no further intervention for the insertion site.

Manufacturer narrative:
H6 codes were updated.